Event description:
It was reported the pt is no longer receiving stimulation. The pt's programmer displays a communication error. Additionally, the pt's scs ipg will not fully charge. A replacement programmer was sent to the pt. F/u identified the replacement programmer did not resolve the issue. A replacement programmer wand was sent to the pt.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.